Event description:
It was reported that approximately two months after implant, the implantable cardiac monitor was protruding out of the implant site due to infection. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).